Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: sterile - part, part: 03.130.202s, lot: 4l20864, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: 09. April 2019, expiry date: 01. April 2029. A manufacturing record evaluation was not performed for the sterilized device lot number, the complaint condition is not related as the sterilized procedure has no relationship to the described damage of article. Non- sterile part, part: 03.130.202, lot: f-26923, manufacturing site: selzach, supplier: sphinx werkzeuge ag, release to warehouse date: 25. March 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery with the drill bit. On (B)(6) 2021, the removal surgery was performed. Post-removal x-rays showed that it seemed that there was a material like metal fragment in the patient finger. The material is unknown, but the surgeon thought that it was possible that the material was the fragment of the drill bit, which was used in the first surgery. The drill bit used in the first surgery was already discarded in the hospital. The revision surgery is not planned now. No further information is available. This report is for (1) drill bit ø1.1 l56/39 f/core hole this report is 1 of 1 for (B)(4).